Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one patient who had a kamra inlay placed in a pocket created with the ifs laser on (B)(6) 2017 in right eye. Patient returned to clinic about 72 days post op and was diagnosed with a candida infection in the kamra inlay eye. Surgeon said several patients were treated on that same day both before and after this patient was treated and there were no other issues. Patient was referred to university (B)(6) for follow up care. No further follow-up information is available. Preop best corrected visual acuity (bcva) 20/20. Post op bcva unknown (referred to outside clinic for follow up). Customer did not express the ifs laser to be at fault for the infection.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.